Manufacturer narrative:
Catalog #:72401982, serial#: (B)(4), expiration date: 03/05/2013, manufacture date: 03/2008; catalog #: 72402287, serial#: (B)(4), expiration date: 08/14/2013, manufacture date: 08/2008. The device was returned for analysis. The pump performed within specifications. The cuff had a leak due to operating room damage. The balloon pressure was too low, which is out of specification, but did not have any noted fluid loss. No conclusion can be drawn. Should additional information becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the device was removed due to fluid loss, and the device was "non-functioning". It was also reported that during surgery the balloon was seen to have a "75%" loss of fluid. A new device was implanted on the same day as the removal.